Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed the general system portion of the opcheck. There is no reported pt involvement.